Event description:
The event occurred during an elective procedure to use a ptfe polypropylene spiral supported graft on the right ilioprofunda. Intervention and subsequent prolongation of the procedure, occurred when the surgeon was required to create two separate anastomoses; one with the device being reported and one with a second ptfe graft followed by an extra anatomical by-pass to enable him to complete the procedure. Following an iliac anastomosis. The ptfe polyproylene spiral supported graft was being tunnelled retroperitoneally, while preparing for the profunda anastomosis. The spiral support was removed and the graft tore at the supported area. The surgeon removed the damaged part of the implanted graft and then used a new spiral supported ptfe graft to create an anastomosis to thein-situ graft. Following this the dr anastomised the ptfe graft to complete the procedure to the profunda artery. Blood loss for the procedure was less than 200ml and 500ml of heparin was used during the operation.